Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. The user's blood glucose (bg) level was as high as 257 mg/dl with trace ketones. The user addressed bg level with a bolus. It was confirmed that the user had an alternate method of insulin delivery available.

Manufacturer narrative:
The failure investigation has been completed and the reported issue was verified in the logs; however, no failure was identified. However, a different issue was found.